Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A site representative reported a navigation system articulating arm that would not lock properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
No parts have been received by the manufacturer for analysis; suspect articulating arm was discarded by the site. On 06/25/2015, a medtronic representative tested the navigation system and performed a navigation system check-out, all areas passed. As previously report replacement device shipped to site for issue resolution. No further issues reported.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement device shipped to site. No parts have been received by manufacturer for analysis. No further issues have been reported.

Manufacturer narrative:
A review of the complaint history of the account found 2 previous occurrences, but no recurrence of this issue. Hardware engineering reviewed the complaint and found that although the part was not returned, an existing investigation into returned parts with similar reported malfunctions was completed. Although a specific cause of the reported incident was unconfirmed as the part was not returned to the manufacturer, further review of the complaint history by hardware engineering determined the probable root cause of the arm failures was wear in both the elbow & ball and socket joints which is attributable to normal usage. The complaints are being monitored through post market monitoring with no further actions required.